Manufacturer narrative:
A getinge service territory manager evaluated the iabp and reported that there was a loose helium line connection at the helium regulator on the cart. The connection was tightened and the iabp was released back to the customer for clinical use.

Event description:
It was reported that during service/testing the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No adverse event or patient involvement was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred. However, no adverse event or patient involvement was reported.